Event description:
It was reported that the battery has failed testing in the battery charger. No adverse event reported.

Manufacturer narrative:
Complaint of "battery has failed testing in the battery charger" could not be confirmed because the battery was not returned for investigation. Customer was contacted 3 times in order to get the product back, but to no avail. Two attempts were made by a zoll representative and the third attempt was made by zoll (B)(4) on (B)(4) 2012. Customer was unresponsive to all three attempts. A supplemental report will be filed if the battery is returned. No adverse event reported.